Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the spermatic vein using a ruby coil, a non-penumbra microcatheter and a non-penumbra diagnostic catheter. During the procedure, the physician placed the diagnostic catheter and microcatheter in the target vessel. Then, while advancing the ruby coil through the microcatheter and into the target vessel, the physician experienced resistance. Subsequently, the microcatheter inadvertently pulled back into the diagnostic catheter and then it was noticed that the ruby coil was taking shape in the diagnostic catheter. Afterwards, while retracting the ruby coil, the physician experienced resistance, but was able to remove the diagnostic catheter, with the ruby coil inside, out of the patient. The procedure was completed using additional non-penumbra coils, the same microcatheter, and the same diagnostic catheter. There was no report of an adverse effect to the patient.